Event description:
Event was determined to be reportable based on device analysis completed on (B)(6) 2010. It was reported that during an unspecified procedure, a shaft kink occurred. Upon attempting to pre-dilate the mid to distal left anterior descending (lad) artery, the shaft of the 12mm x 2.5mm maverick 2 monorail balloon catheter kinked. The procedure was completed with another of the same device. No patient injuries or complications were reported. The patient's status was reported as "good." Returned device analysis revealed a hypotube break.

Manufacturer narrative:
(B)(4).

Event description:
It was further reported that the 12mm x 2.5mm maverick 2 monorail balloon catheter was used for treat the restenosis of the 2.5mm x 20mm taxus liberte stent. No damage was noted on the stent.

Manufacturer narrative:
Device evaluated by manufacturer: returned product analysis revealed a break in the hypotube shaft. The device was received in two sections as a result of a break in the hypotube. The break was located approximately 83cm distal to the strain relief. Microscopic examination of the break site revealed that the break occurred as a result of a severe kink that developed in the hypotube. A severe kink was also present in the proximal section of the hypotube break at approximately 56cm distal to the strain relief. Both the kink and the break are consistent with excessive force having been applied to the shaft. No issues existed with the profiles of the balloon and tip sections of the device. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The most probable root cause is operational context as device performance was limited due to anatomical/procedural factors. (B)(4).